Event description:
It was reported that the patient felt the pacing sensation. An interrogation showed a lead warning for the right atrial (ra) lead p acing in unipolar configuration with measured low impedance. The chronic lead trend was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-58 lead, implanted 2000 (B)(6). (B)(4).